Manufacturer narrative:
(B)(4). Multiple attempts were completed in an effort to obtain additional information, but to date, no more information has been received. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure, the staples would not hold. There was disunion of all the anterior anastomosis after stapling the rectum. The tissue stapled was never radiated before. The incident occurred with the first cartridge. No buttressing material was used. The device was not fired next to an existing staple line. No unexpected noise was heard. No unusual resistance was felt. After use, all of the buttons and triggers returned to their original position. The surgeon had no difficulty removing the device from the patient tissue. The surgeon did a manual suture and a protection ileostomy. Longer procedure (one hour more than expected). Additional information has been requested.